Manufacturer narrative:
(B)(4).

Event description:
The doctor tunneled the device from lead site to pocket site. The extensions were placed in the carriers and the doctor gently pulled back. The carriers then became lodged at what appeared to be about the level of c2 and broke off at the proximal end of the carriers. Extensions and carriers were lodged in neck and required excising. The integrity of the extensions was doubtful; therefore, a new set of extensions were re-tunneled. The pt was implanted without consequence and recovered without sequela.